Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the hcp suspects a possible motor stall and battery depletion. No patient symptoms or injury were reported. The device was explanted and replaced with a similar device. The patient recovered without sequela.